Manufacturer narrative:
### Correction: h6 a supplemental report is being submitted for a correction and additional information. H6 patient codes corrected from e0506, e0514, e0611 to e0506, e0611. Newly received information indicated that the patient experienced a slight increase in lactate dehydrogenase (ldh) levels. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a slight increase in lactate dehydrogenase (ldh) levels.

Event description:
It was further reported that the ventricular assist device (vad) exhibited high watt alarms approximately two weeks after sealing the vad housing.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the vad exhibited high watt alarms approximately two weeks after sealing the vad housing. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported low flow and high power events were confirmed via review of the controller log files which revealed several increases in power consumption to parameters above the normal operating range followed by decreases to baseline parameters between (B)(6) 2020 and (B)(6) 2020. 84 low flow alarms have been logged since (B)(6) 2020 and 2 high watt alarms have been logged since (B)(6) 2020. Visual evidence provided by the site revealed blood leaking between the pump housing mating surfaces. As a result, the reported "blood oozing from the vad housing" event was confirmed. Information provided by the site indicated that during the ventricular assist device (vad) implant procedure, the patient was very coagulopathic and experienced increased bleeding even with opening the skin. The patient received careful packing for three hours prior to close. All surgical sites were checked, no bleeding was observed and the surgical site was closed. No clots were observed in the patient¿s chest tubes. The patient received a unit of platelets and was taken to the cardiovascular intensive care unit (cvicu). The patient experienced increased bleeding and oozing from their chest tubes despite being completely hemodynamically stable. The patient received clotting factors and the oozing appeared to slow down. The patient subsequently experienced some right ventricular (rv) failure associated with elevated creatinine levels and central venous pressure, and the vad exhibiting decreased flows. An x-ray indicated ¿a little more fullness¿ at the apex of the patient¿s heart and the patient received inotropes. Two days later, the patient returned to the operating room (or) for exploratory surgery that found very little anterior clotting and much more clotting at the apex. The vad was carefully lifted out of the pocket and no bleeding was seen from the attachment site. After placing the vad back in the pocket, fresh arterial blood would slowly collect. The vad was lifted from the pocket again and there was blood oozing from the vad housing where the two halves are screwed together. It was noted that due to the placement of the vad screws from the heart surface outward, the only way to tighten these screws would have been to take the vad out of the patient¿s heart and would likely require the patient going back on cardiopulmonary bypass. Bone wax was pressed into the crevasse and the bleeding stopped. The bone wax was covered with dermabond, everest material covered by coseal and then wrapped in one inch penrose drain around ¿like a girdle.¿ it was noted that a vad exchange was not performed as the bleeding had stopped and the patient was stabilizing and the patient remained on milrinone. It was further reported that the patient experienced a slight increase in lactate dehydrogenase (ldh) levels and that the vad exhibited high watt alarms approximately two weeks after sealing the vad housing. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on historical review of similar high power events, possible causes of the reported high power event may be attributed but not limited to external factors such as thrombus formation/ingestion. Based on the available information regarding this event, a potential root cause of the reported ¿blood oozing from the vad housing¿ could not be determined at this time. An internal investigation was initiated to further investigate this issue. Based on the risk documentation and historical review of similar events, a possible root cause of the reported ¿blood oozing from the vad housing¿ event can be attributed, but not limited to improper assembly during manufacturing. Per the instructions for use, thrombus, right ventricular failure and bleeding are known potential complications associated with the implantation of an vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex pos t-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the ventricular assist device (vad) implant procedure, the patient was very coagulopathic and experienced increased bleeding even with opening the skin. It was also reported that at the time of this event, the patient was compliant with their heparin drip anticoagulation therapy, which was considered therapeutic. It was difficult to dry up the patient and administration of platelets was not an immediately available option due to a shortage of platelets. The patient received careful packing for three hours prior to close. All surgical sites were checked, no bleeding was observed and the surgical site was closed. The patient was observed for an hour and the patient was indicated to be in a state where they would gradually dry up completely and no clots were observed in the patient¿s chest tubes. The patient received a unit of platelets and was taken to the cardiovascular intensive care unit (cvicu). The patient experienced increased bleeding and oozing from their chest tubes at a rate of 60 to 150 cc per hour, despite being completely hemodynamically stable. The patient received clotting factors and the oozing appeared to slow down. Coagulation study results were normal and no clots were found in the patient¿s chest tubes. The patient subsequently experienced some right ventricular (rv) failure associated with elevated creatinine levels and central venous pressure, and the vad exhibiting decreased flows. An x-ray indicated ¿a little more fullness¿ at the apex of the patient¿s heart and the patient received inotropes. Two days later, the patient returned to the operating room (or) for exploratory surgery that found very little anterior clotting and much more clotting at the apex. The vad was carefully lifted out of the pocket and no bleeding was seen from the attachment site. After placing the vad back in the pocket, fresh arterial blood would slowly collect. The vad was lifted from the pocket again and there was blood oozing from the vad housing where the two halves are screwed together. It was noted that due to the placement of the vad screws from the heart surface outward, the only way to tighten these screws would have been to take the vad out of the patient¿s heart and would likely require the patient going back on cardiopulmonary bypass. The patient¿s right heart was ¿actually functioning okay¿ and the site ¿really did not want to do anything to compromise it¿s tenuous position.¿ bone wax was pressed into the crevasse and the bleeding stopped. The bone wax was covered with dermabond, everest material covered by coseal and then wrapped in one inch penrose drain around ¿like a girdle.¿ it was noted that a vad exchange was not performed as the bleeding had stopped and the patient was stabilizing. The patient remains on milrinone. The vad remains in use. No further patient complications have been reported as a result of this event.